Manufacturer narrative:
Additional narrative: event or problem, lot# and UDI#, reporter facility name and address. Corrected data: date of event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that he broken fragments could be removed and the surgery could be completed successfully with substitute screwdriver.

Manufacturer narrative:
Additional narrative: patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter information unknown. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver broke off intraoperatively, no surgery delay and no patient harm happened. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of manufacture DHR review was completed part number: 03.636.001 synthes lot number: 3346511 release to warehouse date: 26. Jan. 2010 manufacturing site: hägendorf no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. DHR review, no issue. We have received a screwdriver for investigation. The visual inspection has shown that approximately 7 mm from the star drive tip section is broken off. The broken tip was not returned for evaluation. Further investigation has shown that on the connection section slightly wear marks visible. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 635 ¿ 640 hv 10 also within the specification of 595 ¿ 655 hv 10. The used material was stainless steel x 15tn as required. This lot of 12 pieces was manufactured in january 2010 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example lateral stress, has caused the breakage. Measurement outer diameter ø 5.7 +/- 0.05:. Gage: 3-01-19788 tolerance ø 5.7 +/- 0.05 result: ø5.69 "pass" based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.